Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 30771392m and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that a patient with a history of hypertension underwent an index cardiac ablation procedure on (B)(6) 2023, under general anesthesia, with a thermocool® smart touch¿ bi-directional navigation catheter. Cha2ds2-vasc score was 3. Esophageal monitoring was performed with multi-electrode temperature probe with cut-off setting of 37.5 degrees celsius. One day after procedure on (B)(6) 2023, patient was diagnosed with pericarditis indicated as not related to the study device but causal relationship with procedure. Pi categorized this as moderate in severity and serious but expected/anticipated. Patient did not die. Patient outcome is full recovered/resolved. Treatment was medication and inpatient or prolonged hospitalization.